Manufacturer narrative:
(B)(4). G2- foreign - south africa. Visual examination of the returned product, the failure was confirmed by the dqe, disposition to scrap. It was determined the most probable root cause was that the driver had experienced excessive forces while inserting the screw and the screw experienced excessive forces during tightening causing it to break. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The reported event is confirmed as product was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while tightening a locking screw by hand, the screwdriver tip broke off in the head of the screw. The broken fragments could not be recovered as they separated into small pieces. During the final turns, the head of the screw then broke off while being tightened into a 16-hole anterolateral tibial plate. The distal portion of the screw remained in the patient with no prominence, and the screw head was retrieved. The procedure was completed successfully with a surgical delay of less than 30 minutes. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.